Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on site and confirmed the system would not boot. The software was corrupt on the image acquisition system (ias). The software was reloaded and the issue resolved. A full imaging system check-out was completed following software reloading and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the imaging system would not boot. There was no patient present when this issue was observed and no further information provided.